Event description:
It was reported that an occlusion alarm occurred. The customer¿s blood glucose (bg) level was displayed as ¿high¿; however, a specific value was not provided. A correction bolus was delivered to address bg level. Customer resolved the issue by changing the infusion set and cartridge before resuming insulin therapy. No third-party assistance was required, and there were no reports of frequent occlusion issues.